Event description:
It was reported that in july 2010, the patient was experiencing pain in his arm and neck, as well as numbness and tingling in those areas. On (B)(6) 2010, the surgeon performed surgery on the patient, consisting of a spinal fusion and disectomy and rhbmp-2/acs was implanted. Following this surgery, the patient underwent post-operative care with the surgeon. The patient suffered from increased pain following the invasive surgery; furthermore, his original pain had not diminished and he began to lose flexibility. On (B)(6) 2011, the surgeon performed another surgery, consisting of a spinal fusion and disectomy and rhbmp-2/acs was also implanted. The patient continued post-operative care with the patient, but did not experience any reduction of pain. On (B)(6) 2012, the surgeon performed surgery on the patient to correct spinal stenosis and rhbmp-2/acs was also implanted. The patient continued his follow-up care with the doctor until (B)(6) of 2013. The patient now suffers from constant pain in his neck, arms, hands and back, as well as from numbness, tingling, and an overall loss of dexterity.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.